Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had displayable history crc check failed on startup alarms in history due to corrupted history file. The device had a broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corner, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.